Event description:
This lead was implanted on (B)(6) 2013 and is still in active use. This was used as a temporary pacemaker wire. The physician was dr. (B)(6) at (B)(6) foundation in cleveland, oh. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).